Event description:
A micro drill long straight attachment was sent for evaluation due to overheating during testing. The event occurred during a routine field service maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Debris in the upper bearing was identified as the probable cause of the device overheating. The device was not returned to the user facility; it is not repairable once it is disassembled.